Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on (B)(6) 2017. The patient¿s weight was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found there was a lab failure of high resistance with the pump battery. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for archive/storage. There was no known issue. The pump was prophylactically removed on (B)(6) 2017 to avoid in-vivo battery depletion. The patient was receiving compounded baclofen (unknown concentration and dosage) via an implanted pump. The indication for use was not reported. The patient was not in a clinical study. The device was replaced with another device of the same manufacturer. The device was used with/in the patient for treatment. There was no patient death and there was no patient injury.